Event description:
Initial total bilirubin result of 3.3mg/dl. Same sample repeated on different instrument using same methodology recovered 13.6mg/dl. The initial result was reported. The physician did not treat the patient based on the erroneous result. The field service representative was unable to determine cause. The user reports no further occurrences.